Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the device noted; the trocar balloon was broken. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a procedure. The balloon part was exploded. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, replaced with a new device. There was no patient harm. The patient outcome is alive, no injury.